Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A diamondback exchangeable orbital atherectomy device (oad) was selected for treatment of the peroneal artery and tibioperoneal trunk. The oad was being positioned using glideassist mode. The guide wire was released while the oad was being advanced, and the oad became stuck in a collateral vessel. Attempts were performed with multiple techniques to pull the oad back, but none were successful. The peroneal artery was open with palpable pulses. The patient was transferred in stable condition to the operating room for removal. The site declined to provide surgery details. On (B)(6) 2020, the patient returned, and the anterior tibial and posterior tibial arteries were opened. Imaging did not show any sign of a csi device in the patient, so the removal surgery was assumed to be successful.